Event description:
It was reported that the patient was unresponsive when receiving a 152 mg/dl result on the blood glucose monitor. The patient's daughter retested her blood glucose level 20 minutes later and the result was 61 mg/dl. The patient's daughter treated her with apple juice. The patient was not able to self-treat. The paramedics were not called and the patient was not taken to the hospital.